Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an empty cartridge alarm occurred after loading a new cartridge filled with insulin. A new cartridge was loaded onto the pump resolving the alarm and insulin delivery was able to be resumed. Customer's blood glucose level was 212 mg/dl.